Manufacturer narrative:
According to the report from the representative, the surgeon "reported to me on (B)(6) 2015 that a hero graft patient had an infected graft. He planned to explant the hero graft. As of 4:30 cst on (B)(6) 2015, the surgery had not yet taken place." Multiple contact attempts with the surgeon were made without success in effort to obtain additional clarifying information. The requested information includes the following: date of implant, lot numbers, specifics regarding the infection (culture results, dates, source if identified, location of infection, cannulation history, details regarding the intervention including what components will be explanted, details regarding the status of the sample return, pertinent patient comorbidities, operative/progress notes, and current patient status. A request for information letter was sent on (B)(6) 2015 without response. A phone conversation with the surgeons nurse was held on (B)(6) 2015 in which contact information was provided for the nurse to convey to the surgeon for discussion of the reported events. The surgeon did not respond. If additional information is received pertaining to complaint (B)(4), the information will be evaluated and the complaint will be reopened. The manufacturing records were not reviewed as lot numbers and date of implant are unknown. The surgeon reported that a hero graft patient had an infection; he planned to explant the hero graft in the future. The rep later stated, "infection at proximal end of the hero graft near the connector. Explanting tomorrow [which was never confirmed]. Hero implanted two years ago." The patient's precise date of hero graft implant is unknown, as well as the first date that the infection was identified. The following information is also unavailable: extent of infection, blood culture results, existence of bridging catheter, patient medical history, implant operative notes, and treatment information (i.e. Antibiotic use, previous interventions, etc.). The hero graft instructions for use (IFU) lists infection as a potential complication. Infection is a known complication of prosthetic arteriovenous (av) grafts. The patient selection considerations listed in the hero graft IFU states the patient should be screened for infection and ensure infection is resolved prior to hero graft implant procedure. It also states to prophylactically treat the patient in the peri-operative period with antibiotics based upon the patient's bacteremia history. Primary infection directly caused by a hero graft is unlikely since the device undergoes a validated sterilization process. More likely causes of secondary infection include surgical site infection or infection related to cannulation. The relationship between the reported infection and the hero graft cannot be determined without additional clarifying information.

Event description:
According to the report from the representative, the surgeon "reported to me on (B)(6) 2015 that a hero graft patient had an infected graft. He planned to explant the hero graft. As of 4:30 cst on (B)(6) 2015, the surgery had not yet taken place."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the report from the representative, the surgeon "reported to me on (B)(6) 2015 that a hero graft patient had an infected graft. He planned to explant the hero graft. As of 4:30 cst on (B)(6) 2015, the surgery had not yet taken place."